Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("bilateral leg pain"), mood altered ("emotional changes") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, pain in extremity, mood altered and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, mood altered, pain in extremity and pelvic pain to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: successful closure of fallopian tubes bilaterally. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including chronic pelvic pain. She underwent a laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy to remove the essure implant approximately five years after insertion. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this particular case, no alternative explanation was available for her pelvic pain. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included trauma. Concurrent conditions included metrorrhagia, libido decreased, menses irregular, anorgasmia, stiffness, galactorrhea, anorgasmia, vaginitis, vulvitis, dysuria, vulval itching and vulvovaginal pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight decreased ("weight gain / loss (specify which one) loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("bilateral leg pain"), mood altered ("emotional changes") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the abdominal pain, pain in extremity, mood altered, alopecia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood altered, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Current weight 130 lbs. There is a date of hysterosalpingogram before insertion date that is (B)(6) 2009. At the end of insertion there were 5 expanded gloves on the right and 4 expanded gloves on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. On (B)(6) 2016, the specimen is received in formalin labeled with the patient's name and designated "uterus, cervix, bilateral fallopian tubes". It consists of a hysterectomy specimen with attached bilateral fallopian tubes, with a total weight of 175 grams. The uterus measures 11 cm from the top of the fundus to the ectocervix, 6.5 cm transversely and 5 cm in the anterior-posterior dimension. The uterine serosa is gray-tan and smooth. The cervix measures 3.5 to 4 cm in diameter. The os is rectangular measuring 0.8 x 0.2 cm. The ectocervical mucosa is tan and smooth. The endocervical canal is tan-brown and rugated. The endometrial cavity is triangular measuring approximately 3.5 x 4.5 cm. The endometrium is tan and measures 1 mm in thickness. The myometrium is pinktan and measures up to 2.5 cm in thickness. No myometrial nodule is present. The bilateral fallopian tubes each measure approximately 7 cm in length and 0.5 cm in average diameter. The fimbria are present. The tubes are grossly unremarkable. Representative sections are submitted in nine cassettes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, alopecia, fatigue, bleeding, abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs and mr received, reporters added, demographics added, events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), apareunia, dysmenorrhea (cramping), dyspareunia, fatigue, weight loss, lower back pain added. Event onset date and outcome added. Concomitant conditions added. Rcc comments added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and gastric disorder ('I still have a lot of stomach issue') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexual assault. Concurrent conditions included metrorrhagia, libido decreased, menses irregular, inhibited female orgasm, stiffness, galactorrhea, inhibited female orgasm, vaginitis, vulvitis, dysuria, vulval itching and vulvovaginal pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss (specify which one) loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("bilateral leg pain"), mood altered ("emotional changes"), back pain ("lower back pain"), gastric disorder (seriousness criterion medically significant), constipation ("I have sever constipation ") and abdominal pain upper ("I have sever upper abdomen pain after eating"). The patient was treated with surgery (gallbladder removal and laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the abdominal pain, pain in extremity, mood altered, alopecia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, back pain, gastric disorder, constipation and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastric disorder, menorrhagia, mood altered, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Current weight 130 lbs. There is a date of hysterosalpingogram before insertion date that is (B)(6) 2009. At the end of insertion there were 5 expanded gloves on the right and 4 expanded gloves on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. On (B)(6) 2016, the specimen is received in formalin labeled with the patient's name and designated "uterus, cervix, bilateral fallopian tubes". It consists of a hysterectomy specimen with attached bilateral fallopian tubes, with a total weight of 175 grams. The uterus measures 11 cm from the top of the fundus to the ectocervix, 6.5 cm transversely and 5 cm in the anterior-posterior dimension. The uterine serosa is gray-tan and smooth. The cervix measures 3.5 to 4 cm in diameter. The os is rectangular measuring 0.8 x 0.2 cm. The ectocervical mucosa is tan and smooth. The endocervical canal is tan-brown and rugated. The endometrial cavity is triangular measuring approximately 3.5 x 4.5 cm. The endometrium is tan and measures 1 mm in thickness. The myometrium is pink/tan and measures up to 2.5 cm in thickness. No myometrial nodule is present. The bilateral fallopian tubes each measure approximately 7 cm in length and 0.5 cm in average diameter. The fimbria are present. The tubes are grossly unremarkable. Representative sections are submitted in nine cassettes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, alopecia, fatigue, bleeding, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: they removed my gallbladder, I still have a lot of stomach issue , I have sever constipation, I have sever upper abdomen pain after eating. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 3 and 4 processed together. Content from social media, new reporter and event removed my gallbladder, lot of stomach issue, sever constipation, severe upper abdomen pain after eating were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexual assault. Concurrent conditions included metrorrhagia, libido decreased, menses irregular, inhibited female orgasm, stiffness, galactorrhea, inhibited female orgasm, vaginitis, vulvitis, dysuria, vulval itching and vulvovaginal pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss (specify which one) loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pain in extremity ("bilateral leg pain"), mood altered ("emotional changes"), back pain ("lower back pain/ upper back papin"), gastrointestinal motility disorder ("I still have a lot of stomach issue/ I still had bowel movement issues"), constipation ("I have sever constipation "), abdominal pain upper ("I have sever upper abdomen pain after eating"), depression ("I suffer from depression") and chest pain ("chest pain"). The patient was treated with surgery (gallbladder removal and laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the abdominal pain, pain in extremity, mood altered, alopecia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, back pain, gastrointestinal motility disorder, constipation, abdominal pain upper and chest pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, chest pain, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal motility disorder, menorrhagia, mood altered, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Current weight 130 lbs. There is a date of hysterosalpingogram before insertion date that is (B)(6) 2009. At the end of insertion there were 5 expanded gloves on the right and 4 expanded gloves on the left. Discrepancy noted for date of removal reported from social media was (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. On (B)(6) 2016, the specimen is received in formalin labeled with the patient's name and designated "uterus, cervix, bilateral fallopian tubes". It consists of a hysterectomy specimen with attached bilateral fallopian tubes, with a total weight of 175 grams. The uterus measures 11 cm from the top of the fundus to the ectocervix, 6.5 cm transversely and 5 cm in the anterior-posterior dimension. The uterine serosa is gray-tan and smooth. The cervix measures 3.5 to 4 cm in diameter. The os is rectangular measuring 0.8 x 0.2 cm. The ectocervical mucosa is tan and smooth. The endocervical canal is tan-brown and rugated. The endometrial cavity is triangular measuring approximately 3.5 x 4.5 cm. The endometrium is tan and measures 1 mm in thickness. The myometrium is pinktan and measures up to 2.5 cm in thickness. No myometrial nodule is present. The bilateral fallopian tubes each measure approximately 7 cm in length and 0.5 cm in average diameter. The fimbria are present. The tubes are grossly unremarkable. Representative sections are submitted in nine cassettes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexual assault. Concurrent conditions included metrorrhagia, libido decreased, menses irregular, inhibited female orgasm, stiffness, galactorrhea, inhibited female orgasm, vaginitis, vulvitis, dysuria, vulval itching and vulvovaginal pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss (specify which one) loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pain in extremity ("bilateral leg pain"), mood altered ("emotional changes"), back pain ("lower back pain/ upper back papin"), gastrointestinal motility disorder ("I still have a lot of stomach issue/ I still had bowel movement issues"), constipation ("I have sever constipation "), abdominal pain upper ("I have sever upper abdomen pain after eating"), depression ("I suffer from depression") and chest pain ("chest pain"). The patient was treated with surgery (gallbladder removal and laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the abdominal pain, pain in extremity, mood altered, alopecia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, back pain, gastrointestinal motility disorder, constipation, abdominal pain upper and chest pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, chest pain, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal motility disorder, menorrhagia, mood altered, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Current weight 130 lbs. There is a date of hysterosalpingogram before insertion date that is (B)(6) 2009. At the end of insertion there were 5 expanded gloves on the right and 4 expanded gloves on the left. Discrepancy noted for date of removal reported from social media was (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. On (B)(6) 2016, the specimen is received in formalin labeled with the patient's name and designated "uterus, cervix, bilateral fallopian tubes". It consists of a hysterectomy specimen with attached bilateral fallopian tubes, with a total weight of 175 grams. The uterus measures 11 cm from the top of the fundus to the ectocervix, 6.5 cm transversely and 5 cm in the anterior-posterior dimension. The uterine serosa is gray-tan and smooth. The cervix measures 3.5 to 4 cm in diameter. The os is rectangular measuring 0.8 x 0.2 cm. The ectocervical mucosa is tan and smooth. The endocervical canal is tan-brown and rugated. The endometrial cavity is triangular measuring approximately 3.5 x 4.5 cm. The endometrium is tan and measures 1 mm in thickness. The myometrium is pinktan and measures up to 2.5 cm in thickness. No myometrial nodule is present. The bilateral fallopian tubes each measure approximately 7 cm in length and 0.5 cm in average diameter. The fimbria are present. The tubes are grossly unremarkable. Representative sections are submitted in nine cassettes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Processed with fu. 10,12. New event added: depression. Reporter was added. On 20-mar-2020: social media received. Processed with fu. 10,11. Previously added event I still have a lot of stomach issue/ was updated to I still had bowel movement issues. Reporter was added. On 23-mar-2020: live fu process- social media received: newly added events- chest pain, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("bilateral leg pain"), mood altered ("emotional changes") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, pain in extremity, mood altered and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, mood altered, pain in extremity and pelvic pain to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2011: successful closure of fallopian tubes bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including chronic pelvic pain. She underwent a laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy to remove the essure implant approximately five years after insertion. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this particular case, no alternative explanation was available for her pelvic pain. This case was classified as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow-up information will be obtained through the litigation process.